Manufacturer narrative:
(B)(4).

Event description:
It was reported that a programmer suddenly shutdown without any reason. It will be returned for analysis. Preliminary analysis confirmed the reported issue.

Event description:
It was reported that a programmer suddenly shutdown without any reason. It will be returned for analysis. Preliminary analysis confirmed the reported issue.